Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that the reason for the call was the patient reported that they believed their interstim had failed and it didn't feel like the therapy was on. The patient said that they received an error message on their controller that said por (power on reset) and an image of a phone and doctor and they couldn't turn the therapy back on. The patient stated they had also felt a surge of stimulation which was almost painful. The agent reviewed the meaning of the message with the patient and redirected the patient to their healthcare provider to further address the issue. The agent emailed the patient a link to the physician locator.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.